Event description:
It was reported that a customer's blood glucose (bg) was recorded as high. Cause was not known. Customer did not treat the elevated bg. Pump system check was performed. No issues were identified with the infusion set tubing/cannula, insulin or cartridge. Reportedly, customer changed pump supplies and resumed pump therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.